Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Physicians attempted to perform a triclip procedure through the patients right groin. They were unable to obtain desired trajectory with the first clip. They decided to switch to the left groin. They removed the clip and then removed the guide. Physicians attempted to reprepare the guide catheter, unfortunately the guide no longer would hold column. Ther preprepared a new guide and obtained access in the left groin where they were able to successfully complete the procedure. Three clips were implanted reducing tr to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Physicians attempted to perform a triclip procedure through the patients right groin. They were unable to obtain desired trajectory with the first clip. They decided to switch to the left groin. They removed the clip and then removed the guide. Physicians attempted to reprepare the guide catheter, unfortunately the guide no longer would hold column. Ther preprepared a new guide and obtained access in the left groin where they were able to successfully complete the procedure. Three clips were implanted reducing tr to grade 2.